Event description:
It was reported that after restarting the ilet pump in clinic retraining, the user experienced hyperglycemia with readings over 400 mg/dl that later trended down to approximately 330 mg/dl on the device; ketones were checked and were negative, and the caregiver was advised to change the infusion site using contact detach, with education provided via an instruction video, while the exact device component involved was not specified and the medical device problem remained unclear due to insufficient information. Investigation of this case revealed no findings available, and the device problem and component could not be further characterized due to insufficient information. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.